Manufacturer narrative:
It was reported that this device will not be returned for analysis. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was explanted due erosion as well as infection with sepsis. No additional adverse patient effects were reported.